Event description:
Caller reported a power source alert. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to the customer's blood glucose level. Customer initially experienced issues with charging using the provided equipment but resolved the issue by using a different charging cable, and the pump began charging successfully, requiring no further assistance.